Event description:
It was reported that a syringe component within the pack was broken.

Manufacturer narrative:
It was reported that a syringe component within the pack was broken. At the time of the incident, the reporting facility confirmed that no patients were impacted by the problem/issue. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A photo was provided for review and the barrel of the syringe was observed to be broken and cracked. No physical sample was returned for evaluation. It was determined that component damage likely occurred at some point after the pack was assembled. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.